Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level over 500 mg/dl. The customer stated that prior to the event, she had been experiencing high blood glucose and intractable vomiting. The programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.